Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Observed 1 opening assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: stress marks observed are assessed as non-penetrating nick. Non penetrating nick observed are assessed as non-penetrating nick.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.